Event description:
A hospital in (B)(6) reported via a distributor that a quantity of 26 mr290v vented autofeed humidification chambers had "leaking problem". This was noticed during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr290v chambers were not returned to fisher & paykel healthcare in (B)(4) for inspection. Our analysis is accordingly based on the event description and results of previous investigations on similar complaints. The reported "leaking problem" is most likely due to insufficient amount of glue that had been applied between the connection of the water feedset tube and spike. The waterfeed tubing is attached to the spike by an automated gluing process. As part of our ongoing improvement process, additional glue is now applied to the water feedset spike during the automated assembly. Our user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).